Manufacturer narrative:
(B)(4). This device remains implanted and will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. Technical service (ts) reviewed the data and noted the first high out of range impedance occurred in mid - (B)(6) 2020. There was no episode with noise and all other diagnostic are normal. Ts discussed possible causes and provided programming options. The patient had an in-office follow-up for additional testing, and all measurements were stable and within normal limits. The physician scheduled the patient for more testing at the next appointment. Additional information was received, stating that the right ventricular (rv) lead conductor was suspected to be fractured. This rv lea was successfully capped and replaced. No adverse patient effects were reported.